Event description:
According to the reporter: (B)(6) emails this when covidien's mobile email system is down: "I have a endostitch suturing device that broke the endostitch bullet inside a patient during a case on friday afternoon. I have it in my possession and I wanted to let you know about it. I'm sure that I'll need to hang on to it because they weren't able to retrieve the piece that broke off."(B)(6) 2014. Half of the passing needle was not able to be retrieved. There was no blood loss additional blood loss. The patient was doing fine I was told. (B)(6) emails me product code information with lot #, so that I can create report.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/19/2015. Added information that was not included in the initial report.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/19/2015. Device was not implanted.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/19/2014.